Event description:
Boston scientific received information that this pacemaker was suspected with premature battery depletion. Six months ago, the device's battery parameters were good with magnet rate of 90 ppm. The remaining longevity was one year. No changes were made on the programming. After 5 months since the last follow up, the device had 50 ppm and the battery had hit end of life (eol). Then, the device had gone into back up mode. The patient had a chronic slightly high ventricular threshold. Boston scientific technical services (ts) discussed about the battery behavior of the device. In addition, ts also discussed that the device needs to be returned for further analysis. No adverse patient effects were reported. The device remains in service. Additional information received. The device was explanted. No adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated.